Event description:
A 2.5 mm x 24 mm endeavor resolute rapid exchange (rx) drug-eluting stent was received for evaluation at the manufacturing facility. During device evaluation the stent was observed to be damaged and it appeared that an attempt had been made to use the device in a patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specification. Multiple stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation codes, results and conclusion: (B)(4). (Root cause cannot be confirmed based on limited information). (Inherent risk of procedure - stent damage).